Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, the play knob in all directions were out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that unidentified yellowish/brown foreign objects were clogging the nozzle. It was also observed that the air and water tube was clogged. Due to this clog, the water removability, water contact, and water supply volume did not meet the standard value. Additionally, it was observed that the following unit components were dirty: connecting tube, plastic distal end cover, control unit lock engagement knob, right and left knob and the right and left knob. These findings were due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that water tightness was lost due to damage on the channel tube. It was also observed that the image had white dots due to damage on the charge-coupled device unit. It was observed that the light guide lens, bending section cover and the connecting tube had discoloration. It was also observed that the adhesive on the bending section cover was detached. It was observed that the image guide protector had a cut. It was also observed that the control unit, switch 1 and the universal cord had a scratch. It was observed that the color ring had a crack. It was also observed that the suction cylinder and the protector on the control section side of the universal cord were shaved. Lastly, it was observed that the light guide bundle was slipping down. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the gastrointestinal videoscope had low angulation and free play. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, the air/water tube was clogged and several components on the device were dirty, which are all reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.